Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose level was 400 mg/dl and something. Customer experienced symptoms noticed pain in left hand and then the customer felt pain all over body. The customer was treated with disconnect to insulin pump and was several hours before insulin was given. The customer was assisted with troubleshooting and declined to for past event high blood glucose. The insulin pump will not be returned for analysis.